Manufacturer narrative:
On (B)(6) 2015 additional information: customer reported that hospitalization for diabetic ketoacidosis was related to a kinked infusion set cannula. Customer was treated with intravenous insulin and fluids. Customer was released from the hospital on (B)(6) 2015 with the issue resolved. Customer stated that hcp switched customer to a shorter cannula and no issues have occurred since.

Manufacturer narrative:
Multiple attempts were made to follow up with customer regarding the reported event; however, the customer did not respond. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for treatment of diabetic ketoacidosis customer's blood glucose level was 354 mg/dl. Customer did not know if the issue was related to pump or sickness.